Event description:
It was reported that right after surgery, the pt started having jerking and jumping at the left neck area. Her face would also pull to the left as these were painful. Our consultant met the pt and the surgeon in the office the day of surgery and checked the device. It was confirmed that the settings were indeed off. Several system diagnostics were performed which all resulted in normal ok results with impedance around 1700 ohms. You could see the muscle twitching. The pt's surgeon felt it was not related to surgery. The patient went home. Later that day, it was reported that the pt started to feel numb and quickly became numb all over her body including her arms and legs. She also lost her ability to speak which did resolved. The pt's husband was not sure if it may have been a seizure, but she was coherent and understood what he said. She just couldn't respond to him. He called the ambulance and the pt was admitted to hospital. It was felt at the time all the pt events were related to pt stress and not taking her prescribed postoperative pain medications. While in hospital it was reported that the pt's generator area became red, swollen, and painful. The pt had an infection at the generator site and was being treated with antibiotics. Their infection did not resolve. During explant surgery a large amount of pus was noted around the lead and generator. They had their lead and generator explanted related to their infection. Their infection was related to their implant surgery. Good faith attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Eval results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.